Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple cubies had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie failures. A field service engineer (fse) removed the back panel, reset cables and connections, and ran diagnostics on drawer 4.2. The fse restarted the station, most failures cleared except one ghost failure and attempted to trace the issue via medication data, storage configuration, and diagnostics with no success. The fse downloaded the medstation error log file but couldn¿t identify the issue. The fse contacted technical support specialist (tss) and requested support. After remote collaboration with tss and the customer removed old pockets and replaced the new ones. Tss remotely and deleted the faulty record from the database that was showing us a failed hardware issue resolved. The system functioned as intended after field service engineer and technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple cubies had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.